Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 9099930, medical device expiration date: 2024-04-30, device manufacture date: 2019-04-09. Medical device lot #: unknown, medical device expiration date: unknown, device manufacture date: unknown. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. Investigation conclusion: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned root cause description: root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned.

Event description:
It was reported that a needle clog occurred with a bd ultra fine¿ pen needles. The following information was provided by the initial reporter, "consumer uses new needle for her injection each time. She rotates the injection site. She visually tests the needle to see if it is straight, she firmly attaches the pen needle. She does not do the priming. Explained consumer we recommend to do the priming. If re occurrence to save the sample. Offered to send voucher. Consumer also inquired about any assistance program for the nano needle, she pays (B)(6) dollars for 2 boxes, (B)(6) increase in the cost. Explained we do not have assistance program for the pen needle, but for the syringes only. Offered to send the one time rebate form."